Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6)2011: patient presented with following pre-op diagnosis: pseudoarthrosis of previous spine fusion between l1 and l3. Patient underwent following procedure: posterior spinal fusion t12-l3. Anterior spinal fusion l1-l3. Posterior segmental instrumentation t12-l3. Anterior instrumentation l1-2. Allograft bone, bmp. Fluoroscopic localization spine. Per-op notes: surgeon placed a guide wire into l1-2 disk space. Disk space was identified and cleared of soft tissues. Disk space was cleaned, a 12x50 cage was chosen, half of a large dose of rhbmp-2 was placed into cage and then malleted into position. Cage was then in the level below at l2-3. At disk space it was noted that the anterior superior end plate of l3 was sloped anteriorly and inferiorly, so cage was removed and a half of large dose of rhbmp-2 was placed in disk space and surgeon elected to forego the implant. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.